Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; the device gave an over-temperature alarm. The investigator was able to recalibrate the device temperature settings to address the alarm. The reported issue of "not heating" could not be confirmed. The cause of the "out of calibration" issue was not confirmed.

Event description:
It was reported the device would not heat and gave false over temperature alarm. Issue was found during preventive maintenance; no patient involved.